Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that there was no alleged product issue and no actions were required as a result of the event. No diagnostic testing or troubleshooting was performed as it was not required. The patient had been scheduled for a catheter revision due to loss of therapeutic effect/no therapeutic effect. Upon opening the pocket, the health care provider (hcp) confirmed infection and explanted the pump and catheter. Labs were ordered and the hcp indicated oral baclofen and treatment with antibiotics. The system would be replaced when the infection cleared. The patient¿s status at the time of this report was listed as ¿alive- no injury.¿ the explanted system would not be returned as the customer refused. The type of medication being delivered via the device system was not provided. It was later reported that the device system was used to deliver baclofen. It was noted the pump initially helped to decrease the patient¿s spasms/tone however it had been less effective in the previous two to three weeks. It was noted perioperative antibiotics had been administered. The infection was diagnosed on (B)(6) 2014. It was confirmed the patient didn¿t have meningitis. Signs and symptoms of the infection included purulent drainage when the pump pocket was opened. The primary location of the infection was the device pocket. A culture was obtained at the device pocket, lumbar region, csf (cerebrospinal fluid) and blood. The type of organism cultured was noted to be ¿presumptive micrococcus ¿both only- pocket site.¿ risk factors that applied to the status of the patient before implantation of the device included post-operative wound or skin contamination. In terms of patient outcome, it was noted the infection resolved.